Event description:
During product service by a service technician, a flo-gard infusion pump was found to have force sensing resistors that were out of specification. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced onsite by a field service technician. Visual inspection and functional testing were performed and noted force sensing resistors (fsrs) that were out of specification. The cause was undetermined. The fsrs were replaced to correct the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.